Event description:
Customer reported on a bravo ph capsule that failed to attach, when the delivery system was removed, the capsule fell off close to patient's airway. The physician was able to retrieve the capsule without harm to the patient.